Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging a sore throat, nasal issues, headaches and dizziness while using the device. Patient also alleged visualization of particles in the tubing and chamber. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient email address and date of awareness has also been corrected in this follow up report. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The external investigation showed that there were signs of contamination on the outside of the device. There was a red coloration to the iso port on the humidifier. The internal investigation of the humidifier showed that there was contamination on the bottom panel of the device. The reservoir seal also had contamination on it. The device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 4 instances of continue error e-53. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.